Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer also reported that insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Drive support cap was normal. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.